Event description:
It was reported that when the operator torqued the guidewire, it broke approximately 20cm from the tip. The broken distal section was retrieved with a snare device without clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, no damage was noted to the device prior to use and it was prepared as per dfu. Based on the information currently available an assignable cause for this event cannot be determined. Subject device is not available.

Event description:
It was reported that when the operator torqued the guidewire, it broke approximately 20cm from the tip. The broken distal section was retrieved with a snare device without clinical consequence to the patient.